Event description:
It was reported that the patient required an explant of the intraocular lens (iol) due to refractive surprise. Account indicated that no vitrectomy was required and no medication was prescribed. The patient is stated to be fully recovered. No additional information was provided.

Manufacturer narrative:
Unknown; requested but not provided. Device evaluation: product testing could not be performed since the lens was not returned for evaluation. Therefore; the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data/additional information: new information was received that the replacement lens was za9003 20.5d, sn (B)(6). Upon further review, this event is now determined to be not reportable. Therefore, there will no longer be any further reporting under MFR report number 3012236936-2022-02363. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 9/20/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received in a different serial number's lens case sn: (B)(6). Visual inspection under magnification revealed that the lens was received cut in half. No defects that could contribute to visual issues were observed. Based on the return condition of the lens no further evaluation could be performed. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.